Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was over 500 mg/dl. It was stated that the customer was found unconscious prior to the hospitalization and that her insulin pump was beeping. The customer's cause for the hospitalization was diabetic ketoacidosis, dehydration and an acute kidney injury. The customer was treated at the hospital with an IV drip. Upon checking the alarm history of the insulin pump, the customer found the auto off alarm and no power alerts. It was then reported that the customer's insulin pump had turned off due to the auto off feature and that the insulin pump stopped giving the customer basal rates. The customer subsequently experienced high blood glucose and passed out. Troubleshooting could not be done due to consistent disconnected calls. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.